Event description:
N/a.

Manufacturer narrative:
The additional steerable guide catheter referenced in b5 is filed under a separate medwatch report number. All available information was investigated and the reported sgc leak/splash (loss of fluid column during prep) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported leak/splash (loss of fluid column during device preparation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The additional steerable guide catheter referenced is filed under a separate medwatch report number. The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc) (40125r1033), a loss of fluid column occurred. Therefore, the sgc was not used and was replaced. Another sgc (40125r1119) was prepared. However, while inserting the sgc, the threading of the on the hemostatic valve would not hold the stopcock and kept falling off. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.